Manufacturer narrative:
D10: 02-020-11-0245, truliant ps cem fem ps cem left sz 4.5: 6108345. 02-022-35-4509, truliant tib imp ps insert sz 4.5 9 mm: m012820. 02-022-45-4545, truliant tib fit tray cem sz 4.5f/4.5t: 6455661. 200-02-38, three peg patella 38 mm: 6185206. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported via a clinical study, that a male patient, who had a left tka, reported that after work, his knee locked up and he had significant swelling. He went to the ed and had a CT scan and xrays. The CT findings showed a left knee arthroplasty with metallic opacity femoral and tibial components with prominent beam hardening and streak effects artifact, limiting evaluation. There is no gross disruption or dislocation of the components identified. Areas of curvilinear lucency about the margins of the tibial component and stem and less prominently about the femoral component, and areas of loosening could be difficult to appreciate and differentiate. Large joint effusion. Soft tissue prominence swelling. Contusion impaction injury and soft tissue injury internal derangement could be difficult to appreciate. Correlate clinically. They were concerned about a quad tendon rupture and placed him in a knee immobilizer. The report indicated it was unlikely related to the device, but possible related to the procedure. The outcome indicated resolved. No further information.